Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor gave an alert with no message on system 1. When setting the system up and priming, the perfusionist was getting a yellow low level alert. She powered the system off and back on with did not stop the alert. She tried another cable and also new pad on the reservoir with no change. After awhile it stopped. About ten minutes into the case, the system 1 started beeping about every thirty seconds. All modules (air, level, temp, pressure) appeared to be okay. When coming off pump, the perfusionist turned the level off and the beeping stopped. The device was not changed out, as the perfusionist continued to use sensor for case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.